Event description:
Device 2 of 5. Reference MFR. Report#: 1627487-2019-03989. Reference MFR. Report#: 1627487-2019-05511. Reference MFR. Report# 1627487-2019-05512. Reference MFR. Report#: 3006705815-2019-01738.

Manufacturer narrative:
Date of explant was unintentionally left off the initial report. This report contains the corrected data.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03989.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03989. It was reported the patient experienced swelling, fluid, and redness located at the incision sites. In turn, the patient was administered oral and IV antibiotics. Reportedly, an infection was ruled out, however the physician is awaiting the results from the second report. The physician referred the patient to another healthcare provider for the next course of action. Device information for the leads is unknown currently. Additional devices may be added later based on available information.